Event description:
It is reported that the customer had high blood glucose levels of 202 mg/dl. The customer reported waking up to an alarm from the insulin pump. The exact details of the alarm from the insulin pump are not available. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
The insulin pump had a corroded keypad traces and alarmed button error. All buttons functioned properly. The insulin pump had a cracked reservoir tube lip, minor scratches on lcd window, cracked case at display window corner, cracked lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.